Event description:
According to the reporter, after uneventful removal of pituitary adenoma via tns approach, during reconstruction of the sella floor with autologous fat, an episode of cardiac arrest (asystole) occurred requiring CPR resuscitation. The adverse event occurred while spraying duraseal (using micromyst applicator connected to a confluent surgical flow regulator) over the bone and the dural defect. CPR resuscitation was successful and normal heart rhythm was immediately repristinated. Patient recovered well from anesthesia without any sequelae.

Manufacturer narrative:
The duraseal was applied to the surgical site using a micromyst applicator connected to a confluent surgical flow regulator. Using the available information from literature, and from discussions with neurosurgeons, we have concluded that any connection between the use of duraseal with the micromyst applicator and cardiac arrest is unlikely. This is for the following reasons. The flow of blood through the carotid arteries is toward the brain and not the heart. The pressure within the carotid arteries is much greater than which could be exerted by the micromyst applicator (either by pressure or manipulation). There are many other sources of stress on the carotid arteries that do not result in cardiac arrest. The probability of air embolism migrating from an open vein (a.k.a. "Bleeder") within the sinus cavity to the heart causing cardiac arrest is remote. The literature contains references to patients who have experienced cardiac arrest after transsphenoidal resection of a pituitary adenoma that did not involve use of the duraseal product.